Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was advised that they could continue using the pump. The caller was instructed to contact technical support again if any future issues arise, which the caller understood.